Event description:
It was reported there were pauses in pacing due to oversensing and noise on the lead. It was also reported by the health care professional that the lead is known to have issues and insulation failure is suspected on the lead. Reprogramming the lead sensitivity was discussed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).